Event description:
It was reported that (1) sw100 was used with the sw110 during a laparoscopic toupet procedure. It was reported by the rep that the instrument was introduced and the first firing was successful but the following three times the instrument would not fire. The knot and the loading units would break. The instrument was discarded and another was opened along with a new box of loading unit. There was extended operating room by one hours and thirty minutes.